Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was malfunctioning the following information was received by the initial reporter with the following verbatim it was reported by the customer that the backfill valve malfunctioned. Secondary IV medication appears to have infused into primary bag and at a much higher rate than was programmed.

Manufacturer narrative:
The customer reported a back check valve failure and returned one primary and secondary set of material 2420-0007, lot 25017215 for the primary. The primary set is also the main suspect, as the back check valve is on this set. Upon initial visual examination, the set had no defects or abnormalities. The sets were setup in normal primary/secondary fashion, and the back check valve issue could not be replicated. The root cause of this failure could not be identified without a replicated failure. A device history record review was performed on both lots reported. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.